Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 71-year-old female patient experienced multiple complications during impella cp support. Following implant, it was observed that the device was obstructing flow to the patient's leg. A fem-fem bypass was placed coinciding with an antegrade sheath to reestablish flow to the impella leg. It was additionally noted that the patient experienced steady oozing from their insertion site. Manual pressure was held but the oozing continued. An additional suture was placed, the angle of insertion was matched, protamine was given, and femostop was applied to achieve hemostasis. Blood products were given to counteract the blood loss and drop in hemoglobin levels. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E.1 added fax number and us phone number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26598. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26598 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26598.